Event description:
During the procedure, a portion of the pointed reduction clamp broke while the surgeon was using it on patient's left humerus. The broken piece was retrieved. X-rays ap [anterior posterior] and lateral were taken, and x-ray was cleared by the radiologist. No apparent harm to patient.